Event description:
A device report from (B)(6) indicated a hospital in (B)(6) reported: pt was being implanted with a pt specific implant, peek, and the psi did not fit properly. It had to be adapted in a wide range. A few hours post operatively the psi was explanted, date unk, as pt had some clinical complication.

Manufacturer narrative:
Device was used for treatment. The manufacturing records were reviewed and no irregularities took place during the design, manufacturing and shipping process; the psi was designed and produced according to guidelines. The supplied implant was designed from the CT-scan data initially received and it was according to the images of approval confirmed by the surgeon. The device passed all internal quality checks; it was verified that the peek psi fit the perimeter printed from the original CT scan data received.

Manufacturer narrative:
The investigation could not be completed, no conclusion could be drawn, as the product is entering the complaint system.